Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated MDR # 1225714-2014-03073, 03074, 03075.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2006 and subsequently expired in (B)(6) 2006 after the use of the product.